Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred during use with bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "sst tube is short drawing (not filling full), 367983 is not filling properly. Today I drew a 65 yo man with a vein like a garden hose. Took me 7 tubes before I got one that filled. I had to pull all the rest of this lot number for discard." 1 of 3 complaints, date of event 30-aug.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that underfill occurred during use with bd vacutainer® sst¿ blood collection tube. The following information was provided by the initial reporter, "sst tube is short drawing (not filling full) 367983 is not filling properly today I drew a (B)(6) yo man with a vein like a garden hose. Took me 7 tubes before I got one that filled. I had to pull all the rest of this lot number for discard." 1 of 3 complaints. Date of event 30-aug.